Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "came apart" could not be confirmed. The device was not evaluated for the reported condition. However, during service and repair, device failures were found but there not related to the reported event. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device "came apart". It is known that the device was not being used during surgery. It is unk if pt or user injury or medical intervention occurred. There was no add'l info provided.